Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall and presented intermittent loss of capture with no asystole, and high pacing thresholds. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if new information becomes available.